Event description:
Three pts had scabbing lesions at site of electrodes due to the skin prep or the paste and electrode. Approx 10mm in diameter.

Event description:
Three pts had scabbing lesions at site of electrodes due to the skin prep or the paste and electrode. Approx 10mm in diameter.